Manufacturer narrative:
(B) (4): the set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
Customer indicated that during an infusion of an unspecified medication, the pt experienced a decrease in etco2 and a decrease in blood pressure. No treatment or testing was required as a result. Customer stated the event was due to air in the set that caused air embolism, per the pt symptoms. The pt recovered and was discharged. No additional info was available.